Manufacturer narrative:
Based on the available information, the results of the investigation confirmed the complaint as the implant coil is detached. The possible root cause for this complaint is due to the tortuosity anatomy and the improper catheter used. (B)(4).

Event description:
It was reported that during the treatment of an aneurysm, resistance was encountered during coil advancement. The device was removed and the catheter was flushed. Another attempt was made to advance the coil with the same result. However the coil became stuck. Upon additional manipulation, the coil prematurely detached from the delivery pusher. The catheter and coil system was removed together from the patient. No additional intervention was taken. The patient anatomy was stated to be tortuous. It was reported that another coil encountered the same difficulty ((B)(4)). The patient was reported to be stable.